Manufacturer narrative:
Examination of the submitted device did not reveal any evidence of product failure. Based on the inability to identify product error was a contributing factor to the reported event, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Previous examination of the submitted stem confirmed the reported fracture. Evidence was found suggesting impingement of the stem on the liner. The investigation could not conclusively identify the root cause of the stem fracture. No evidence was found of product failure for the sleeve, insert, head components. A search of the complaint database found no additional related reports for the reported part and lot code combinations. Xrays and medical records were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/4/16 medical records received. After review of the medical records for MDR reportabliity, the metal ion levels provided were at non-reportable levels. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
Previous examination of the submitted stem confirmed the reported fracture. Evidence was found suggesting impingement of the stem on the liner. The investigation could not conclusively identify the root cause of the stem fracture. No evidence was found of product failure for the sleeve, insert, head components. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Pt was revised to address fracture of the stem resulting in loosening and metallosis. Receipt of medical records indicates the postoperative diagnosis as aseptic loosening of a right total hip replacement due to metal-on metal disease with fracture of the femoral component.